Event description:
The customer stated that one morning, she tested her blood glucose with her husband's meter because her elite basic meter was dead. She did not recall seeing a battery icon before her meter went dead. The customer received a reading of 5.8mmol/l and took her glucose pills as prescribed. She did not test her glucose the rest of the day. She stated that she could have used her husband's meter, but did not. The customer's blood glucose level dropped sometime during the night. She said was unable to move. Her husband called the paramedics around 3:00am. Paramedics treated the customer with glucose before taking her to the hospital. She was released the next morning. The meter and test strips are to be returned for eval. A new contour meter sys was sent to the customer.

Manufacturer narrative:
It was not possible to obtain the MFR. Date for the meter prior to the 30 day submission. A supplement will be sent once the MFR. Date is obtained.